Event description:
It was reported "midline x 2 lumen flushed with 10ml n/saline each and found to be leaking from insertion site. Nil signs of extravasation into surrounding tissue. Midline removed and pressure applied for 5mins, hemostasis achieved, nil signs of swelling or bleeding post removal. Midline inspected for signs of cracks - none found. Entire catheter intact and good integrity." The device was replaced a piv. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen midline for analysis. Signs of use were observed on the catheter. Visual analysis did not reveal any defects or anomalies on the returned catheter. The catheter body length from the juncture hub to the distal end measured 21.5 cm, which is within the specification limits of 20.87-22.15 cm per catheter product drawing. The catheter body outer diameter measured 0.0705", which is within the specification limits of 0.0705"-0.0710" per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to both extension lines and flushed. No leaking or blockages were observed when flushing the catheter. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (d008845 rev.09) which states that there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 seconds when tested per bs en iso-10555-1 annex c. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A manual tug test confirmed that the extension lines were secure within the luer hub. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The IFU also warns the user regarding the peel-away sheath during the insertion process, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The report of an insertion site leak was not confirmed through complaint investigation of the returned sample. No defects or anomalies were observed with the returned catheter. All relevant dimensional and functional requirements were met. No leaks were identified on the catheter when leak tested per bs en iso 10555-1. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "midline x 2 lumen flushed with 10ml n/saline each and found to be leaking from insertion site. Nil signs of extravasation into surrounding tissue. Midline removed and pressure applied for 5mins, hemostasis achieved, nil signs of swelling or bleeding post removal. Midline inspected for signs of cracks - none found. Entire catheter intact and good integrity." The device was replaced a piv. There was no patient harm or injury. The patient's current condition is reported as "unknown".